Event description:
It was reported that the vns pt has been experiencing an increase in seizures. The physician believes this to be a result of the vns battery nearing end of service. Diagnostic test results run on the device were within normal limits. Settings were adjusted to increase stimulation and replacement surgery is being scheduled. Good faith attempts to obtain additional info regarding the reported event are underway.